Manufacturer narrative:
(B)(4). D10- medical product unknown nexgen cr flex femur size g minus, unknown nexgen cr poly insert - 14mm, unknown nexgen patella button size 35mm. G2- australia. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to tibial implant fracture and joint infection. Implants removed and cement spacer placed in situ to clear infection. There is no additional information available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11. Visual examination of the provided pictures identified the tibial plate is fractured along with the other explants are covered in foreign debris. As the implants were not returned, further evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: ap and lateral views of the right knee show changes of total knee arthroplasty with cemented components. There is radiolucency around the keel and posterior tray for the tibial component and posteromedial subsidence of the tibial component. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined for the tibial plate fracture and the infection for the unknown implants. After review of the sterilization certificate for the tibial plate, for the infection no problem was found with the tibia. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.